Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that they experienced low blood glucose level 47 mg/dl. Customer stated that the insulin pump had motor error alarm as well as insulin pump error alarm. Customer stated that the insulin pump had a motor position encoder error alarm. Customer stated that the drive support cap was normal. Customer was able to clear alarm. Customer was not able to complete rewind. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the rewind, basic occlusion, prime or a33 and displacement test. Device received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing. Unable to verify a35 and e70 alarm due to motor error alarm noted.(B)(4).